Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). E1 (initial reporter - corrected last name). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to correction, additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes (10, 11, 3331, 3259, 25). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331- analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 25 - cause traced to manufacturing. The affected sample was inspected upon receipt noting a chemical void in the bonded connection. The sample was setup in a water circuit with minor occlusion to confirm the connection leaked. A representative retention sample was visually inspected with no signs of chemical voids in the bonded connections. The most likely cause is a poor bond during manufacturing. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on nov 1, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d10 (date returned to manufacturer). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer ¿ a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a leak that came out of a tubing "pigtail" connected to the oxygenator. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.